Manufacturer narrative:
The customer has opted to not return the unit in for evaluation. If additional information is made available, a supplemental report will be submitted.

Event description:
Nellcor puritan received a report from a biomedical engineer that the unit did not provide an audio tone. There was no patient harm reported.